Event description:
Nurse attempting to infuse zophran ivp for vomiting when it was noted that the IV fluid was leaking. The nurse assessed the IV site and noted that the hub was taped to pt's forearm but IV catheter was missing. The catheter was never found.